Event description:
It was reported during surgery, it was noted that the surgeon appeared to have problems with the fixation screw. The thread seems to be defective. Therefore, fixation of the targeting arm was not possible. The surgeon used freehand-locking to complete the surgery.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.